Event description:
Reporter indicated that during interrogation of a pt's vns generator, a "randomisation turned on" message was received. This event does not impact delivery of therapy to the pt and can be resolved with a hard reset using the magnet. It is unk if a hard reset on the vns generator was performed. Attempts for further info are in progress.